Event description:
A cranial biopsy to retrieve tumor tissue samples was performed with the aid of the brainlab cranial navigation system. The tumor was locate din the right parietal area of the brain, with an approximate diameter of 3cm. During the procedure the surgeon: performed multiple unsuccessful attempts to register the actual pt anatomy to the navigation (to the MRI scan imported into and used by the navigation system). Accepted the last pt registration with a low prevision in the navigation. Assessed navigation accuracy by verifying several anatomical landmarks. Intraoperatively planned a trajectory using the tooltip offset function of the navigation. Performed the biopsy following the planned trajectory using navigation and took 3 samples at planned target, at plus 5mm and at plus 10mm depth from target. The post-operative CT scan showed that the actual locations of the biopsy samples taken deviated from the planned, intended trajectory by approximately 1cm. According to the surgeon: the registration issues at this surgery prolonged the anesthesia by ca 1.5 hours. There were no additional surgery steps performed at this surgery (i.e. No other invasive steps than originally intended). The biopsy sample taken at depth plus 10mm contained the cancerous (tumor) tissue desired to be retrieved at this surgery. There has been no negative clinical effects for this pt due to this issue.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since a biopsy path different than planned was applied and tissue samples were taken in another revision of the brain than intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device regarding this issue. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the hospital, there have been no negative clinical effects for this pt due to this issue. The biopsy sample taken at depth plus 10mm contained the cancerous (tumor) tissue desired to be retrieved at this surgery. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the difference between the actual biopsy path applied and the planned trajectory/intended needle position virtually displayed by the navigation is a combination of the following factors for this specific case/surgery: the quality of the image set (MRI) used did not meet the requirements for the navigation, causing a low registration precision. The reflective marker spheres used for navigation with the unsterile hw were not new/unused as required. There might have been a slight shift of the pt's head in the headholder or of the reference array introduced during the procedure (e.g. During drilling the burr hole), that remained undetected by the user with the necessary regular accuracy verification of and with the brainlab navigation. There is no indication of a systematic error or malfunction of the brainlab device regarding this issue, and corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to re-iterate the according requirements for navigation accuracy to this hospital.